Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarms. The reported driveline power fault alarm was unable to be confirmed through this evaluation. A specific cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained relevant events from (B)(6) 2025. A continuous driveline communication fault alarm, associated with com_a_fault and com_b_fault flags, became active on (B)(6) 2025. Additionally, brief and intermittent pwr_a_broken and pwr_b_broken fault flags were captured while the driveline was connected but did not persist long enough to produce an alarm. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults and driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The original modular cable connections were corroded.

Event description:
It was reported that the patient had driveline communication fault alarms on (B)(6) 2025. The patient had log files sent that day and cleared them. The driveline communication fault alarms resumed in the middle of the night on (B)(6) 2025. The patient went in for assessment on (B)(6) 2025. The modular cable and system controller were exchanged and the driveline communication fault alarm continued, and a driveline power fault alarm appeared. A self-test was done and both alarms were cleared on the system monitor. The driveline communication fault alarm immediately resumed. The healthcare provider tried clearing it one more time and it resumed again right away. The new controller's log file captured comm a faults and intermittent driveline power a and power b faults. Driveline faults that are inconsistent were usually caused by corrosion on the driveline inline connector. The pump cable connector was cleaned on (B)(6) 2025. There were no further driveline alarms. The modular cable was replaced during the connector cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.